Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had random motor errors. Customer¿s blood glucose level was unknown. Customer also reported that they were changing battery more frequently, insulin pump had rejected new battery and no delivery alerts. Customer declined technical support. The device will not be returned for analysis.